Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history. At 10:27 pm, the pod was deactivated and she realized the cannula was bent.